Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Information contained in this report was previously submitted through [asr/psr/410psr] on 01/22/2019. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture and that the implant "looked spotty." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, opening assessed as unidentified (tear). Shell thickness was within specification). As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side rupture and that the implant "looked spotty." Device has been explanted.